Event description:
A surgeon reported that upon opening an intraocular (iol) lens implant, he noticed a rough surface or a "glistening" at the peripheral surface of the lens. The surgeon reported the lens was not implanted and the surgery was completed with a backup lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).